Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic video gastroplasty, the load did not fire, even after 3 attempts. There was no patient injury.